Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 24 mg/dl. The customer had been vomiting for a couple of days due to not being able to eat anything. The customer had programmed a bolus, but he wasn't able to eat all of the food, and his blood glucose levels dropped. The customer felt that the insulin pump was working properly, and felt no need to troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.